Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 6/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened box of product code v372h was received for evaluation. A legend of "not for human use" could be observed, resulting in inappropriate information at the box. The samples inside the box were reviewed and all the information were according to the requirements of the finished goods product. The manufacturing record evaluation was performed and identified nonconformance nr-0128899 & nr-0128839 which was raised to address the event reported under (B)(4). The necessary actions have been taken and documented in the appropriate quality system (pie 1564969) v372h / phbbcjq0 manufacturing date: 07.01.2019; expiration date: 12.31.2024. The wrong and/or mixed labels defect has been correlated to the manufacturing process. According to the procedures is a class critical defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the wrong and/or mixed labels defect was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Were there any patient consequences? Procedure name and date? Date of the event (if different from date of procedure/surgery). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery in 2021 and suture was used. The tag "not for human use" was on the box not on the individual device which has been used on the patient. No adverse patient consequences were reported. Additional information was requested.